Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for gastrointestinal/pelvic floor. It was reported that the patient was feeling stimulation in the wrong location. The patient reported that they had a mammogram done the day of the call and afterward they noticed a strange vibration go down their leg. It was reviewed to consider turning stimulation off and the patient was redirected to their healthcare provider. No further complications were reported.